Event description:
It was reported that during the initial implant procedure, after introducing the right atrial (ra) lead into the body of the patient, twisting of the insulation was observed resulting in the unsuccessful rotation of the helix. The rotation of the helix was not tested prior to introducing the ra lead into the body of the patient. The ra lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field reports of helix mechanism issue and ¿twisting of the insulation¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual inspection found the outer insulation was twisted due to over torqued inner coil at the connector region. The cause of the reported event of ¿twisting of the insulation¿ was isolated to over torqued inner coil at the connector region which is consistent with procedural damage.